Manufacturer narrative:
Explant was reported due to paravalvular leak. The investigation found that leaflet 1 was torn. Leaflet 3 had been previously excised. There was fibrous pannus ingrowth on the outflow surface of cusp 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date, a paravalvular leak was observed. On (B)(6) 2019, the valve was explanted and exchanged for another unknown valve. Upon explant, the right coronary cusp was observed to be torn. The patient is reported to be stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2015, a 23mm trifecta valve was implanted. On an unknown date, a paravalvular leak was observed. On (B)(6) 2019, the valve was explanted and exchanged for another unknown valve. Upon explant, the right coronary cusp was observed to be torn. The patient is reported to be stable.